Event description:
Ep lab staff report that during an arrhythmia study on a patient with an implanted device, the patient converted to atrial fibrillation. Defibrillation electrodes had been attached to the patient at the start of the procedure. Reportedly, when an attempt was made to deliver a shock to the patient, the device charged but would not deliver a shock. The reporter stated the charge tone sounded funny and the paddles lead went to dashed lines. A back up device was obtained, the same defibrillation electrodes were used, the back up device was charged to deliver a shock. Before a shock could be delivered the implanted device delivered a shock that converted the patient to a perfusing rhythm. The reporter stated that there was no adverse affects to the patient as a result of device operation.